Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range (oor) defibrillation impedances of the rv coil along with impedance spikes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 419678 lead implanted on (B)(6) 2010, dtmb1d1 crtd implanted on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil had a spike. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high out of range (oor) defibrillation impedances. A chest x-ray confirmed that the rv coil pin was not fully seated in the header. During a revision procedure the header was inspected and the pin appeared to be fully seated, and a tug test was completed during which none of the leads were noted to be loose. The rv lead was disconnected and tested with an analyzer which showed no evidence of noise and impedance and threshold measurements were stable. The rv lead was reconnected and the subsequent impedance values were noted to be lower and stable. The pocket was closed. Two days later an alert was triggered for oor high svc impedance, varying svc impedance was also noted, and non physiologic noise was observed on electrograms (egm). Fracture of the svc coil was suspected. The svc coil was programmed off and the clinician will continue to monitor the rv coil. The cardiac resynchronization therapy defibrillator (crt-d) remains in use.

Manufacturer narrative:
Correction: b5 (corrected to indicated suspected rv coil fracture rather than svc). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during a revision procedure the header was inspected and the pin appeared to be fully seated, and a tug test was completed during which none of the leads were noted to be loose. The right ventricular (rv) lead was disconnected and tested with an analyzer which showed no evidence of noise and impedance and threshold measurements were stable. The rv lead was reconnected and the subsequent impedance values were noted to be lower and stable. The pocket was closed. Two days later an alert was triggered for out of range (oor) high superior vena cava (svc) impedance, varying svc impedance was also noted, and non physiologic noise was observed on electrograms (egm). Fracture of the rv coil was suspected. The svc coil was programmed off and the clinician will continue to monitor the rv coil.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was explanted and replaced.